Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reyh2071 showed no other similar product complaint(s) from these lot numbers.

Event description:
It was reported by nurse that the patient was hospitalized on (B)(6) 2015 as it was 60 days after surgery. It was said, in the afternoon on that day, had PICC catheterization under ultrasound and the operation process was said to be successful. Reportedly, the chest x-ray after the catheterization indicated that the location was good. The catheter tip was 1 centrum below the tracheal carina and was inserted 41cm into the body. Chemotherapy was conducted, and supposedly, after 12 courses of chemotherapy on (B)(6), the patient was discharged from the hospital and the tube was removed. During the removal, the nurse supposedly, found the removal was allegedly difficult and immediately invited the invasive technology department to have the consultation. Reportedly, the invasive technology department and doctors of cardiovascular department could not remove the tube allegedly, after multiple trials of the removal method of advancing the guidewire into the catheter. Supposedly, on (B)(6) invasive technology department of hospital invited the director to remove the tube. By multiple trials it still allegedly failed. Reportedly, director described that after the catheter was allegedly broken at the connection of the axillary vein and the subclavian vein, it was wrapped by the organized thrombus and was allegedly unable to be detached. It is said, that if forced removal is conducted, vascular laceration could be caused and massive hemorrhage may occur. Supposedly, therefore, only could invite the thoracic surgeon to have an incision to remove the catheter. It was said that, after the catheter was removed, the catheter surface was reportedly found smooth without burrs and other signs. It was sait that, currently the patient is receiving treatment by the invasive technology department in hospital.